Manufacturer narrative:
Civco notified of the event by (B)(4) on (B)(4) 2011. Result: laceration. Conclusion: no evaluation will be performed. Narrative: method: device not available for evaluation. Samples from the same lot were reviewed along with device inspection and approval records. Result: patient received a laceration which required a suture to control bleeding. Conclusion: device was not returned for evaluation. Review of the device inspection records show the lot of needle guides passed all inspection criteria. The device has a high profile which is required to follow the ultrasound software needle path established by the OEM transducer manufacturer.

Event description:
Civco was notified of this occurrence on (B)(4) 2011 by (B)(4). Event description: patient received a laceration to her hymen that required a suture to control bleeding. The tear occurred upon entry of the needle guide into the patient. Physician felt that the shape of the needle guide was a contributing factor to the tear and chose not to use it further. Facility noted that the needle guide is supplied by cardinal health in a custom package and was not the needle guide they had requested for use in this procedure.